Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 160mg/dl. The customer stated that the insulin squirted out during manual prime. The customer was disconnected during priming. The pump continued to move forward after reservoir contact. There were no numbers on the screen and no beeps were heard. Priming was impossible even after trying different infusion sets. The pump was not bumped or dropped and had no contact with water. The customer was advised that the insulin pump will need to be replaced. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.